Event description:
It was reported that bd nexiva 22ga 1.00in y w/ cap catheter broke / separated after placement catheter has split off of the side of the stylet as it entered the vein- eliciting pain. User removed catheter from packaging, ensured that the stylet and catheter moved easily- catheter appeared safe to use. * cannulation was straightforward until pain elicited. * removed and ensured pt was safe. Removed catheter- found that the catheter was split away from the stylet.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.